Event description:
New information received notes that during remote follow-up, no issues were noted. Later, the device was explanted and replaced electively on (B)(6) 2016. The procedure was successfully completed without adverse event for the patient.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on stored egm. Programming changes were made. Patient was stable and was followed-up on merlin.net transmission. Later, intermittent undersensing in a svt episode in the monitor zone was noted through merlin.net transmission. Patient was asymptomatic. Review of session records noted that the undersensing appeared to be the result of infrequent r-wave amplitude variation. Programming changes were recommended. Programming changes were not made as it may lead to t-wave oversensing. Physician recommended replacing the rv lead. No date for the procedure has been finalized yet.